Manufacturer narrative:
The reason for this complaint was to report the breaking off of the fit screw while the surgeon was tightening the fit into the drill guide. The drill guide was released from manufacture around 31 august 2013; therefore it is possible it may have been in service for 1.2 years. The healthcare professional indicated there was a 20-30 minute delay in surgery, making this incident a medical device reportable event, and another suitable device was not available for use. The surgery was completed as intended. The shoulder instrument was made available to djo surgical for examination on 16 dec 2014. The incident drill guide part was returned with return (B)(4). The returned drill guide was visually inspected; over all the instrument is in good condition with minor scratches and wear marks indicative of extended regular use. The broken thumb screw was not returned for examination. The instrument consists of three components: 1) drill guide, 2) screw guide, 3) thumb screw, the incident drill guide print specifies the length of the thumb screw shaft with the threaded tip included is .620" +/- .010 and the threaded tip is .115" +/- .005" long and the diameter of the shaft is only .100" which can shear/fracture when subjected to excessive torque or bending. The broken screw is made from (B)(4), and is designed to be .870" long, with a 6-32 unc-2a threaded connection. The thumb screw design includes a knurled knob to tighten by hand but also an internal hex making it possible to tighten with a hex driver. This along with the small threaded tip (6-32) makes the threaded tip susceptible to damage if over tightened. The thumb screw only needs to be tightened until snug to properly secure the instrument. The thumb screw threads 6-32 unc-2a was 100% inspected through thread gage during inspection and found accepted. The device history record (DHR)/documentation package online has some contradictory information. The quality control data shows 804-03-048 revision d (which uses the improved (B)(4) thumb screw) and the product was released in august of 2013, 4 months after the engineering change order (eco) changed the product from revision c to d. However, the supplier apparently had earlier stock in process and the eco allowed the 804-03-048 materials in-process from an earlier purchase order (po) from revision c to be "used as is". The DHR receiver shows the incident thumbscrew was built to rev c, using earlier (B)(4). A review of the dhrs showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there were (B)(4) prior complaints on part number 804-03-048, reverse shoulder prosthesis baseplate drill guide and (B)(4) prior complaints on thumb screw thread broken/stripped issue and (B)(4) complaints on thumb screw cross threaded issue. The root cause of this complaint is fracture to the thumb screw thread from forces exceeding the ultimate strength of the material. The cause of the fracture cannot be determined with certainty but is most likely caused by over tightening of the screw using a hex driver or improper orientation or cross threading. Surgical instruments are susceptible to damage from extended usage, exposure to high torques, or repeated use in many surgeries. The returned instrument was most likely subjected to at least one of these conditions. Care must be taken to avoid compromising their performance as recommended in the instrument instructions for use 0400-0146, "recommendations for the care and handling for djo surgical instruments and instrument cases"

Event description:
Instrument failure- while screwing into drill guide for glenosphere/reverse shoulder prosthesis (rsp), the surgeon was tightening the fit screw and the fit screw broke off.